Manufacturer narrative:
Patient date of birth: not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient age/date of birth: (B)(6). Patient is doing great post op. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
No incision enlargement or vitrectomy was performed. (B)(4). Device evaluation the returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens was received three (3) pieces. The lens optic was cut in two. One haptic was still attached to adjacent lens optic while the other haptic was detached from optic portion, most probably related to explant process. Visual inspection revealed lens can be identified as tecnis toric acrylic 1-piece intra ocular lens because presence of marking holes. Due to the damaged condition of the lens, no further investigation was possible. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to a refractive surprise. There were no patient complications reported. No further information has been provided.